Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head image display is black and no image appears. There were no reports of patient harm.

Manufacturer narrative:
The supplemental report is being submitted to provide additional information from customer, final investigation results and correction. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found intermittent image due to bad charged coupled device. In addition, the evaluation also found scratched charged coupled device lens and a failed leak test from cable. Device has a non-olympus connector, consistent with 3rd party repairs. A device history record review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Based on the results of the investigation, the most probable cause of complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
It was further reported that the issue occurred during pre-surgery checks or reprocessing. There was no patient involvement.